Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The patient is reported to have presented with deep vein thrombosis (dvt) and pulmonary embolism (pe). The patient was also noted to have an abdominal hematoma requiring multiple blood transfusions. The indication for the filter placement was not reported. The filter was placed in an infrarenal position. Approximately eight years and three months after the filter implantation, the patient became aware that filter strut(s) had perforated the wall of the inferior vena cava (ivc) and were abutting an organ. The patient further reported having experienced anxiety and worry associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported ivc perforation could not be confirmed and the exact cause could not be determined. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The product remains implanted and is thus not available for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal team, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: malfunction, including perforation and perforation abutting organ that causes injury and damage to the patient. Medical record review indicated (B)(6)-year-old who was presented with deep vein thrombosis and pulmonary embolism. She also had abdominal hematoma which required multiple blood transfusions. It was decided to implant an ivc filter. After informed consent, the patient was brought to the cardiac catheterization laboratory. She was prepped and draped in the usual sterile manner. Then inferior vena cavagram was done and showed that it is less than 30 mm in size. The optese was deployed under fluoroscopic guidance below the renal veins. Perclose was used for secure hemostasis. Successful insertion of the ivc filter was completed. Additional information report from the patient profile form indicated that the filter strut(s) perforated outside the ivc and abutting organ. The patient lives with the anxiety of having a filter that could fail further at any time, but that cannot be retrieved without a serious surgery. The patient is worried because my filter has tilted within my vena cava and perforated outside of the vena cava and is abutting an adjacent organ.